Manufacturer narrative:
Visual inspection of the returned device revealed that the shuttle was engaged to the handle. The balloon from the returned device was inflated partially as received. The balloon from the returned device was inflated with fluid to determine if there was any presence of leak in the balloon; no leak was observed, pressure was held with proper functioning of the inflation indicator. The balloon was verified in a 6.15mm go/ 5.75mm no go gauge to be within spec. The review of the lhr (lot f1323403) indicated that the device lot met all established performance criteria prior to shipment. Based on the provided info and the investigation performed, the root cause for the reported balloon pull through could not be conclusively determined.

Event description:
It was reported by the aci clinical specialist that a male pt underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained at the common femoral artery via a 6f merritt sheath. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size to be 99. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that as the physician reached the arteriotomy during the pull back, the balloon pulled through the arteriotomy. It was the opinion of the aci clinical specialist that was present during the procedure that "the physician was not giving any extra tension during the pull back." The pt was converted to approx 12 minutes of manual compression at which time hemostasis was achieved. The pt was ambulated and discharged to home the same day with no clinical sequela noted.